Event description:
It was reported that the patient felt a lot of pain in the hips and sides whenever trying to adjust programs and had inadequate stimulation. High impedances on the leads were noted. No device malfunction was suspected. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads will not be returned per hospital policy.

Manufacturer narrative:
Exact date unknown, event occurred a month ago from the date the manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 17185998.